Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb plate on an unknown date. The patient underwent a revision surgery due to the breakage of the plate on (B)(6) 2015.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information was requested and partially received, the last request was sent to complainant on january 8, 2016. A technical investigation was not possible to perform, as the device was not at hand for investigation, the device is retained by patient. The DHR check could not be performed as the lot number was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure, that only products fulfilling the specification are sold. This procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of incoming information patient underwent osteosynthetic surgery after periprosthetic fracture close to tha 8 weeks before (B)(6) 2015. Patient has been treated with an ncb distal femur (df) plate. The ncb df broke and has been replaced with a ncb-pp plate. Possible causes for the reported event according to rmw: - line r-1.4.1: breakage of implant -> due to movement between implants leads to notching / fretting - line r-1.4.8: breakage of implant -> due to inadequate implant design & material (fatique strength - lifetime of the device) - line r-2.2.3: breakage of implant -> due to chemical / galvanic / crevice corrosion of material - line r-w-4.3.1.1.1: breakage of implant -> due to wrong interpretation of in situ device position and/or dimension - line r-w-4.3.1.1.2: breakage of implant -> due to wrong interpretation of x-ray template for dimensions - line r-w-4.6.1.1.1: breakage of implant -> due to user perform inadequate force to the plate - line r-w-4.6.1.1.2: breakage of implant -> due to user define incorrect placement of the spacers and plate - line r-w-4.6.2.1.1: breakage of the implant -> due to user performes inadequate forces to the plate - line r-w-4.6.2.1.4: breakage of the plate, migration of the screw -> due to user choose a wrong angular direction for the screw - line r-w-4.7.1.1.3: breakage of the implant -> due to user perform improper handling of the plate during insertion - line r-w-4.7.2.1.3: breakage of the implant -> due to user read/interprets wrong screw depth - line r-w-4.7.3.1.3: breakage of the implant -> due to user read/interprets wrong screw depth - line r-w-4.8.1.1.1: breakage of the implant -> due to wrong/ incomplete information about limitation and postoperative restriction - line r-w-4.8.1.1.2: breakage of the implant -> due to patient do not follow the postoperative protocol - line r-w-4.8.1.1.3: breakage of the implant -> due to patient do not follow the postoperative protocol 2. Comparison to investigation results whether it is possible and justification: - line r-1.4.1: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. Patient factors are unknown. Adherence to rehabilitation protocol is unknown. - line r-1.4.8: not possible -> material compatibility specification certify the suitability of the material and according to the complaint summary an adverse trend due to inadequate design would have been detected. - line r-2.2.3: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. Patient factors are unknown. Adherence to rehabilitation protocol is unknown. - line r-w-4.3.1.1.1: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.3.1.1.2: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.6.1.1.1: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.6.1.1.2: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.6.2.1.1: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.6.2.1.4: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.7.1.1.3: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.7.2.1.3: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.7.3.1.3: possible -> neither x-rays, operative notes, nor devices were received; therefore the condition of the component(s) is unknown. - line r-w-4.8.1.1.1: possible -> patient factors are unknown. Adherence to rehabilitation protocol is unknown. - line r-w-4.8.1.1.2: possible -> patient factors are unknown. Adherence to rehabilitation protocol is unknown. - line r-w-4.8.1.1.3: possible -> patient factors are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).